Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor fractured; full lead returned

Event description:
It was reported the device alarm triggered and the lead impedance was greater than 2500 ohms. When measured with the analyzer, the impedance was not stable and it had no stimulation at 10 volts. It was questioned if the lead was broken. The atrial lead was removed and replaced. No patient complications were reported as a result of this event.